Event description:
It was reported that "the pt has 2 tesio catheters in place for approx 5 years and became septic. Catheter broke when attempting to remove and the retained pieces were unable to be removed by blunt dissection or surgery via cut down".